Event description:
Prismasate bko/3.5 5 liter bag labelling per MFR is not clear (too much info). Calcium content listed as 3.5 meg/l and also listed as 5.15g. Heading says each 1000 ml contained in section a has 5.15 g calcium chloride, but section a = 250 ml. So actual calcium content per 5 litters = 1.28 g (not listed on label). MFR was called to clarify their labelling. Pharmacy needed to adjust other prismasate solution to be 3 meg/l and calculated 1100 mg calcium should be added to bk2g/ca0 5 liters. The concern was why the MFR said the calcium 3 meg/l product but listed 5.15 g calcium chloride. A consultant pharmd was called who indicated this issue has come up where pharmacist have added the wrong amount when adjusting a prismasate bag to match prescriber order. There was no need to know how much calcium was in just section a which gets mixed with section b.